Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, analysis could not confirm the given allegation. However, it was indicated that the helix was retracted and there were cuts found in the insulation area exposing the coils from the terminal pin. There were dried body fluid throughout the entire lead lumen and the stylet was returned in the lead.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that this (rv) lead had perforated the heart wall. The patient had undergone repair of perforation that was successfully completed. The patient was then able to fully recover and is now doing well. This right ventricular (rv) lead was never in service. No additional adverse patient effects were reported.